Event description:
A customer contacted beckman coulter inc. (Bci) regarding a discrepant negative (-) urine test result from the icon 25 hcg test kit. A patient urine sample gave a negative (-) result when tested with the icon 25 hcg test kit. A quantitative test was performed using a serum sample and a result of 150 was obtained (methodology and units not supplied). In addition, patient performed a home pregnancy test 3 days prior and obtained a positive (+) result. No injury has been reported as a result of this event.

Manufacturer narrative:
The complaint was not confirmed. Retain devices performed as expected when tested by beckman coulter inc. (Bci) using controls and low quantitative positive clinical urine sample. The urine sample was not first morning void and patient was bleeding. Product or patient sample was not submitted to bci for verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.